Event description:
The manufacturer received information alleging a ventilator was displaying a "vent maintenance required" alarm. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. Tobacco contamination was noted by the technician. The device¿s machine flow sensor needs to be replaced to address the issue.